Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude measurements, t wave oversensing, and an inappropriate shock on two occasions. Technical services (ts) discussed the episodes and possible programming options. No adverse patient effects were reported. The device system remains in service. This supplemental report is being filed as additional information was received which reported that the patient received inappropriate shock therapy again due to t wave oversensing and with a wide complex. The shocks did successfully convert the rate and morphology to normal sinus rhythm. Technical services provided programming options. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude measurements, t wave oversensing, and an inappropriate shock on two occasions. Technical services (ts) discussed the episodes and possible programming options. No adverse patient effects were reported. The device system remains in service.